Event description:
It was reported to philips that the system cannot make exposure. No harm was reported to philips. The device was in clinical use at the time of the event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn't emit exposure and fluoroscopy intermittently. The fse reviewed the log files and found that the access control interconnection was faulty. The unstable voltage of the access control caused the reported problem. The fse guided the customer to short-circuit the access control which resolved the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.